Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that they were having an implantable neurostimulator (ins) pocket issue. They reported having irritation at their ins pocket site. The patient stated that they were having revision surgery on (B)(6) 2016 to address this issue. The patient was implanted for complex region pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.